Manufacturer narrative:
See manufacturer report number 9610711-2022-00007 regarding the second balloon burst. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional information prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. The complaint is regarding releen inline female foley catheter; this report is being submitted as releen is considered similar to other catheters coloplast markets in the us.

Event description:
According to the available information, the patient experienced two balloon bursts.